Event description:
Caller reported a cartridge alarm 20. There was no reported adverse impact on customer's blood glucose level. Reportedly, the customer reverted to an alternate form of insulin therapy.